Event description:
Patient in cath lab for impella support placement and left heart catheterization, right coronary artery lesion intervention with roto initiated. Roto extra support wire broke in patient during roto run, causing vessel perforation and retained wire. Covered stent placed to stabilize perforation followed by two additional stents to secure retained wire in place and open vessel. Intensivist requested for intubation, code called, pericardial drain placed with reinfusion of blood via sheath. Complex cardiac cath case, which inherently increases risk of complication. Md opted to leave retained wire in place due to critical illness of the patient. Echocardiogram revealed that the pericardial effusion had resolved completely and patient was stabilized.